Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the insulin pump was squirting insulin during prime. Customer's blood glucose was 3.7 mmol/l. The piston continues to move forward after contacting the reservoir. The numbers do not appear on the device and no beeps are heard. Customer is not able to exit the prime sequence. The device was not dropped, bumped, or exposed to water. Customer was advised the device need to be replaced and agreed to return it for analysis.